Event description:
Pt underwent endoscopic retrograde cholangiopancreatography for stent removal. The stent was grabbed with a mini snare and removed. Exam showed it had broken and a migrated fragment was seen inside the pancreatic duct. Attempts to remove the stent were unsuccessful. Another stent was placed and fragment remains in the pancreatic duct. Pt will return in 6 weeks to 3 months to have stent removed and another attempt to remove the migrated fragment.